Event description:
Customer reported doxorubicin (red solution) noticed in the primary tubing above the check valve. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). Tubing was not saved by the customer. The lot number was not identified, therefore lot history record review could not be performed.